Event description:
Reporter alleged the pt's blood glucose read "lo" during both back to back tests that were performed within ten minutes apart. It was stated the pt did not have any symptoms of low glucose at the time, however, a lab result was not ordered. Reporter stated there were no actions taken or treatment reveiced by the pt as a result of the values. Reporter indicated no control testing was performed on the meter so they could not verify the accuracy of the results at the time. The manufacturer informed the reporter that the alleged meter as it is stated in the package insert that it is not cleared for the neonatal usage as it was being utilized. A request was made for the return of the suspect device and replacement product was sent.